Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/22/2014 with the following results: no defect found. Pump passed flow accuracy test and found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported low bgs due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother reported that the patient awoke at approximately 7am and had a blood glucose level of 30mg/dl. The patient's mother immediately had the patient eat breakfast and his blood glucose level rose to 132 mg/dl. The patient experienced another low blood glucose level of 50 mg/dl, which was treated with food.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. (B)(6).